Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: neu_refillneedle, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative in regards to a patient receiving intrathecal morphine (concentration 30mg/ml; dose 19.004mg/day), bupivacaine (concentration 18mg/ml; dose 11.403mg/day), and clonidine (concentration 120mcg/ml; dose 76.02mcg/day) via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. A few minutes following pump refill on (B)(6) 2015, the patient felt burning at the pocket site. A few minutes following the burning sensation at the pocket site, the patient felt dizzy. The hcp took vitals which were stable and the patient left the clinic. Within 30 minutes, the patient returned to the clinic experiencing dizziness, droopy eyes, lethargy, and swaying. The family was instructed to take the patient to the emergency room (ER) immediately. The hcp stated that during the pump refill .5 to 1ml of fluid was aspirated from the pump reservoir. Then new medication was injected and after every 5ml injected, aspiration of medication was done to check the return of the medication. After the patient was admitted to the hospital in the ER, the hcp ordered the pump to be turned down to minimum rate. It was stated that the patient experienced a pocket fill and had overdose symptoms. The patient was admitted to the intensive care unit (ICU) and was administered a narcan drip. No surgical intervention was performed. The issue was not resolved at the time of the report and patient status was alive with no injury. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from an hcp reported that after the patient was in the intensive care unit she returned home to san antonio and had not wanted to commute back to houston to resume therapy. The patient's pump had been stopped and the patient had been managed on oral medications. The hcp stated the patient made a complete recovery. Regarding the refill procedure, and the cause of the pocket fill, the hcp confirmed everything was normal at the refill, and the hcp suspected the catheter was leaking. The hcp went on to specify they suspected the leak was occurring at the junction between the pump and the catheter. The hcp did not specify if they thought the leak was occurring from the pump outlet port or if the leak was coming from the connector on the catheter. Regarding if there had been any troubleshooting or diagnostics to confirm whether or not there was a leak, the nurse stated they had not done any troubleshooting, the leak was purely speculative.